Event description:
It was reported that a system error 322 was observed in the event history log for this spectrum pump. Any patient involvement is unknown.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The device was tested for 24 hours and no malfunction could be identified. System error 322 was confirmed through the event history log. The evaluation was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.